Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had left pocket erosion with possible infection. The hcp did a surgical washout of the pocket and replaced the ins. No further complications were reported/anticipated.